Event description:
Nurse had given an injection to a patient and was activating the safety device when the needle poked through the safety protector and stuck the nurse. Nurse said this has happened before with this particular device, but she had not gotten stuck then.